Manufacturer narrative:
Result: the 5max ace was fractured approximately 75.2 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the catheter was broken when retrieved after being flushed. Evaluation of the returned device confirmed a proximal shaft fracture. This type of damage typically occurs if the device is improperly handled during removal from packaging. If the device is removed from the packaging hoop with improper hydration and removal technique, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the 5max ace catheter was found fractured and was not used. The procedure successfully continued using another manufacturer's stent.